Event description:
The account alleged that the brakes will set but do not hold. No patient impact.

Manufacturer narrative:
The technician found that the wheels slide in brake mode. The technician installed a brake/steer upgrade kit and hex shaft to resolve the issue.